Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) placed bilateral at the s1 vertebral level. It was reported an infection was suspected at the left s1 lead insertion site. The lead was subsequently explanted. Cultures were not taken and reportedly the issue has since resolved.